Manufacturer narrative:
Device passed displacement test and self test. No pump error 63 noted during testing, however, pump error 63 was present in the device trace download due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failures alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they ran it through a self-test, it stopped the flow. The customer was able to clear the alarm and was able to complete the insulin pump rewind. It was reported that the insulin pump did not pass the self test. The customer was advised to revert to the back-up plan as per the healthcare professional instructions. The device will be returned for analysis.